Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 and 437 mg/dl. Customer was experiencing vomiting and breathing difficulty. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did contact their health care professional regarding the high blood glucose event. The customer was treated for the high blood glucose with manual injections. Based on customer report customer did not allege insulin pump for under delivery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No bolus anomaly noted. (B)(4).